Event description:
It was reported to st. Jude medical that when connected to the psa, lead sensing and capturing were okay. But when the lead was connected to the generator, there was no pacing. Believing that it was the generator, the ICD was exchanged but the problem remained. The lead was replaced.